Event description:
It was reported the tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has just been received by this MFR. A supplement will be forwarded upon completion of the engineering eval. Co unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."